Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic triple fusion surgery the device broke inside the patient into 4 pieces during screwing. The surgeon had to spend 20-30 minutes attempting to remove the broken pieces of metal and all broken pieces were retrieved from the patient. There was a lot more x-ray used than expected because of the failure. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully in 1hr 40 minutes with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8770-01 was received for investigation. Visual inspection identified that the drive geometry at the distal end of the driver had broken, with two fragments returned. Due to the condition of the driver tip, dimensions could not be accurately assessed. It was not indicated if the instrument was used with power, or if a drill guide was used. The cause remains undetermined, although a probable cause is attributed to user-applied mechanical forces during use.